Event description:
During an airmedical transport, pt was on a magnesium sulfate drip and IV pump stopped working. Pump plugged in to charger and still would not working. Pt with no adverse reaction noted.